Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon successfully removed one of the 4.0x110 mm bone pins from the matching 4.0 mm pin stabilizer; however the other pin got locked inside the pin stabilizer and would not come out. The surgeon proceeded to try to remove the pin with the pin stabilizer attached causing the feet on the stabilizer to cut into the patients skin causing injury. Tka case delayed for 10 minutes.

Event description:
The surgeon successfully removed one of the 4.0x110 mm bone pins from the matching 4.0 mm pin stabilizer; however the other pin got locked inside the pin stabilizer and would not come out. The surgeon proceeded to try to remove the pin with the pin stabilizer attached causing the feet on the stabilizer to cut into the patients skin causing injury. Tka case delayed for 10 minutes.

Manufacturer narrative:
\ Reported event: it was reported that the bone pin could not disassemble from the stabilizers. Product evaluation and results: visual inspection visual inspection shows bone pin stuck in stabilizer with galling and twisting. See attachment 1 for image of the instrument. Dimensional inspection dimensional inspection was not completed since visual and functional inspection confirmed jam, galling and twisting. Functional inspection functional inspection of array stabilizer, short, 4.0mm, p/n 112680 confirmed bone pin jam, galling and twisting. Product history review: review of the product history records indicate 39 devices were manufactured under lot no 19211016 and accepted into final stock on 06/07/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112680, lot number 19211016 shows 03 additional complaints related to the failure in this investigation. The complaints are pr 1664609, 1684996, 1692794 conclusions: failure mode was confirmed corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. As per additional information received, it was confirmed that the patient's skin was cut, which was described as a small scratch, similar to a cat scratch. This event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from january 1, 2015 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.

Event description:
The surgeon successfully removed one of the 4.0x110 mm bone pins from the matching 4.0 mm pin stabilizer; however the other pin got locked inside the pin stabilizer and would not come out. The surgeon proceeded to try to remove the pin with the pin stabilizer attached causing the feet on the stabilizer to cut into the patients skin causing injury. Tka case delayed for 10 minutes.